Event description:
During a phacoemulsification procedure, the dr felt he was not getting enough power and when the circulating nurse went to adjust the adapter, she felt a "shock" in her finger. She was not wearing surgical gloves at the time. There was no adverse affect to the nurse.